Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not discover any damages or abnormalities that could contribute to the dislodging of a cannula. The downloaded data does not show any timeouts or drive stalls during the pod's run. Although no issues were observed, the exact cause of the reported dislodging could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 500 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. Upon removal, it was noticed that the cannula had dislodged from the infusion site. No information was provided on how the hyperglycemia was treated.